Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was noted that there was low pump flow indicated by continuous suction, as well as decoupled waveforms. The complainant was advised to reduce level to resolve. However, suction continued to be encountered, and no further information was mentioned regarding the issue. The patient remained on impella support after the reported incident.